Event description:
Litigation alleges that patient has experienced significant harm, including, but not limited to, physical injury, pain, bodily impairment, high levels of toxic metal in blood stream, conscious pain and suffering, and loss of earnings.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update oct 17, 2017: litigation records received. In addition to what was previously alleged, litigation alleges corrosion and friction wear causing toxic metal debris, elevated metal ions, limited mobility and discomfort. Added complainant information. Added stem due to alleged toxic metal ions. This complaint was updated on oct 30, 2017.